Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead shock impedance measurements. Technical services (ts) recommended performing a maximum energy shock to test the system. The health care professional (hcp) also noted of an unspecified issue with the non-boston scientific right atrial (ra) lead. Additional information received confirmed that the recommended shock lead impedance testing was not performed.